Event description:
Customer's mother reported her son has been having lows and was hospitalized once for low blood glucose. Customer's current blood glucose is 44 mg/dl. He treated with food. Customer went to the hospital on (B)(6) 2014 with a blood glucose of 43 mg/dl. He was not in an accident. Customer's mother stated customer was fine and out of no where he went low. In troubleshooting, the drive support cap appeared normal. He uses proper priming methods. The device was not exposed to a strong magnetic field. Customer was advised to speak to his doctor about his lows. Customer reported a no delivery alarm also but was unable to troubleshoot the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.